Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to defective inspiration valve nt. As a resolution, vyaire ts recommended replacing inspiration valve nt.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, it was found in logs that alarms 545 (astepinspvalve value out range - failsafe), 401 (inspiration valve or device leaky ), 400 (inspiration valve or device leaky) and 316 (blower failure)are present as well. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported by biomed to vyaire medical that a bellavista1000 us ventilator logs has tf 318 (inspiration valve failsafe failed or occlusion in inspiration tube). No patient involvement.